Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not ¿roll into a burrito. (Fitting problem) the hospital did not report any patient

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not ¿roll into a burrito. (Fitting problem) the hospital did not report any patient.

Manufacturer narrative:
(B)(4). The device was returned to the facility for evaluation. Signs of clinical use was observed. Although it was mentioned that the event occurred during preparation, evidence of blood was detected on both the delivery and loading devices. The delivery device was returned within the loading device. The seal and tension spring assembly could be seen within the window of the loading device. The blue slide lock was in the unlocked position, and the plunger was fully pressed on the delivery device. The delivery device was removed, and the seal and tension spring assembly remained within the window of the loading device. During an attempt to remove the seal and tension spring assembly from the loading device, the seal remained behind within the loading device as only the tension spring and wire were retrieved. The seal could be seen slightly unraveled within the window of the loading device, and the seal was also cracked at the outer coil. The following measurements were taken for the delivery tube: the inner delivery tube diameter was measured at .197 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.51in. The values recorded were within the tolerance specifications. Based on the returned condition of the device, and the results of the investigation, the reported failure "fitting problem" and the analyzed failures "unraveled seal", "crack; seal" and "premature deployment" are confirmed.